Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall. During servicing it was confirmed that the device had door assembly cracked up hinge, left and right iui contaminated. There was no reported patient involvement.